Event description:
It was reported that approximately two months post port placement through left internal jugular vein, the catheter allegedly broke near the connection between port hub and catheter lock. It was further reported that the patient developed minor chest edema and pain after receiving infusion. The patient underwent another procedure to remove the port body and the catheter. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter fracture as a partial circumferential split was identified distal to the cath-lock in the provided photo. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that approximately two months post port placement through left internal jugular vein, the catheter allegedly broke near the connection between port hub and catheter lock. It was further reported that the patient developed minor chest edema and pain after receiving infusion. The patient underwent another procedure to remove the port body and the catheter. The patient's current status was unknown.